Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Issue 1 (foreign material in the air/water cylinder and channel) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from deformation of the scope cover identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Issue 2 (foreign material/stain inside light guide lens) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: issue 1 - tjf-q190v operation manual chapter 3 preparation and inspection and tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Issue 2 - tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated .in addition to the reportable malfunction documented in b5, due to deformation of scope cover, water tightness was lost, the grip was shaved, the switch box had a scratch, the suction cylinder had no color, due to a scratch on the plug unit, water tightness was lost, the circuit board unit on the scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to wear of the knob wire, the forceps elevator had play, the distal end was shaved, the adhesive around the objective lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the duodenovideoscope's albarran lever was loose. The device was returned for evaluation. During the device evaluation, a white foreign material was found in the air/water tube and cylinder and a stain was inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.